Event description:
The pt extubated himself while connected to the ventilator. The clinician reconnected the pt and noted an excessive amount of water in the pt circuit. The ventilator began to deliver a continuous rush of gas. The alarm system was functional. But the hospital did not notice which alarms were sounding.

Manufacturer narrative:
The device was evaluated by co and the problem was related to the pressure transducers.